Manufacturer narrative:
Evaluation, results: inherent risk of procedure (vessel trauma, renal failure, death); patient's condition affected effectiveness of device (short and irregularly shaped neck); unapproved use of device (implanting in an aneurysmal neck of 42mm max diameter). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (short and irregularly shaped neck); user error contributed to event (implanting in an aneurysmal neck of 42mm max diameter).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 6 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as mild tortuosity in the access vessels, no calcification; aortic neck angulation was 45 degrees; aortic neck aneurysmal diameter at the renal arteries was reported as 26 mm at 5 mm below the renal artery, 42 mm at 4 mm below the renals and 32 mm at 12 mm below the renals; the neck length is 12mm in total length. It was reported that this was a difficult case that another manufacturer had turned down. The physician was reluctant to perform an endovascular procedure. The patient was scheduled for open surgical repair and then physician decided to attempt the endovascular procedure. The plan was to implant the endurant bifurcated device and then band the aortic neck. An endurant bifurcated stent graft and contralateral limb were implanted. A type I endoleak was then seen, as expected due to the short neck, and a proximally talent cuff was placed; however this did not seal the endoleak. The physician then began an open procedure so that a hemashield could be placed to band the neck. As the physician clamped, the aortic neck ruptured. A full surgical repair was undertaken, with removal of the proximal portion of bifurcated stent graft and the entire talent cuff. The distal portion of the endurant bifurcated stent graft and the contralateral limb remain in the patient. The renals were not perfused during the procedure. The explanted devices were discarded by the user facility. It was reported that the patient expired later that evening due to a ruptured aortic neck.